Event description:
On 09/14/2009, patient reported that there was insulin ingress inside the insulin cartridge chamber about three months ago. She stated, she was not sure where on the insulin cartridge the insulin was leaking from or how long it was in use. Patient reported she removed the insulin cartridge and dried the area using a cotton swab and continued to use the infusion device. Patient reports having elevated blood glucose at the time of the insulin ingress. She stated, her blood glucose was in the 300's mg/dl. Patient's normal blood glucose range was 110 mg/dl - 150 mg/dl. Patient stated, she changed the infusion set and insulin cartridge and bolused accordingly. She reports her blood glucose returned to normal shortly thereafter. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.